Manufacturer narrative:
The reported event of low battery alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported a low battery alarm. They have had dozens of issues back in 2003 and have been changing the batteries every year since then. They stated the pump has a bad circuitry design. There was no patient involvement.